Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the baton into the monitor and powered the device on. They confirmed the image failure, green lines were seen on the screen. The baton has already been replaced.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
While in patient procedure, the customer reported using the glidescope avl monitor with the 3-4 baton, which did not perform as intended. There was intermittent loss of video image when the video cable was flexed during an intubation. The physician was able to complete the intubation successfully but that it took him approximately ten minutes longer than normal because of the reported malfunction. There was no user or patient harm reported